Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty repair process. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an additional variable stiffness screw in the variable stiffness mechanism. The screw was trapped in stiffness mechanism causing the knob to not turn. The evaluation also found the following: distal end adhesive was stained. The control body grip was leaking. The down angle failed to meet specification. The variable stiffness had mechanical resistance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope angulation stiffness could not be adjusted. The issue was found during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an additional variable stiffness screw was found in the variable stiffness mechanism. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.